Event description:
The customer called technical support reporting that the device has a ¿no oxygen supply available¿ error message. The customer reported there was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse confirmed that the oxygen source is normal. Recommended on-site inspection of gas delivery system (gds).

Manufacturer narrative:
Reporting institution name -(B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It was confirmed that the data acquisition (da) pcba needs to be replaced. The field service engineer replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.